Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 572 mg/dl and treated with manual injection and bolus. The current blood glucose was 514 mg/dl. Customer declined troubleshooting for the high blood glucose. Customer advised that she can remove the battery, press and hold the back arrow button until the screen turns off. The device will not be returned for analysis.